Manufacturer narrative:
Product in complaint was returned to zoll on 10/12/2015 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.

Event description:
It was reported that during use on a (B)(6) year old female patient, the autopulse platform displayed a user advisory (ua) 08 (motor controller fault detected) and 45 (not at "home" position after power-on/restart) message. The customer states that the autopulse would perform very light compressions or no compressions at all. The customer attempted to realign the patient several times, however the lifeband would not retract. The customer reverted to manual CPR (exact length of time was not provided). The patient subsequently expired. No additional details were provided.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll on (B)(4) 2015. Investigation results as follows: a visual inspection of the returned autopulse platform was performed and found no physical damages to the platform. A review of the platform archive was performed, and there were multiple user advisory (ua) 45 (shaft not at "home" position) occurred during the event date. The lifeband straps were not pulled completely out prior to turning the device on. The encoder position was two revolutions off the home position. Additionally fault 8 (motor controller fault detected) also occurred on the same date and low voltage battery was used when the fault occurred. During functional testing, the autopulse platform passed functional tests without exhibiting any fault or error. Based on the visual inspection, the drive shaft was rotated to home position to remedy the reported complaint. In summary, the customer's reported complaint of the platform displaying ua 45 and fault 8 was confirmed during archive review. Ua 45 was attributed to the drive shaft not being at home position. The root cause of fault 8 reported could not be determined. A run-in testing was performed using the 95% patient test fixture (lrtf) for several hours without exhibiting any of the user advisory or fault. The autopulse has passed all the testing and meets all required specifications. Note that user advisory error messages are designed into the platform when one of several conditions is detected. Ua 45 alerts the operator that the autopulse driveshaft is not at its home position when the platform was powered on. This user advisory will persist until the driveshaft is returned to its home position. Per the autopulse user guide instruct, to clear ua 45, the operator needs to pull up the lifeband until the chest bands are full extended. This action will move the driveshaft to its home position.